Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer experienced a blood glucose (bg) level of 495mg/dl and ketones for the current occlusion alarm; no ketone value was provided. The customer performed a supply change to resolve the current occlusion alarm. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. No details were provided regarding the past occlusion alarms.